Event description:
It was reported that a revision surgery was performed to exchange insert due to unspecified damage.

Manufacturer narrative:
The associated journey articular insert was not returned for evaluation. The device was manufactured in 2009. Our investigation including a review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The batch number was provided for the device. Thus, a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.